Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual and physical inspection of the returned patellar buttons show unused implants with no noticeable damage. Dimensional analysis was performed on the pegs of each unit and it was found that one of the units was undersized and non-conforming to print. However, the units are not etched with their respective lot numbers we were unable to determine which lot the non-conforming product came from. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as corrective actions and a recall of the regenerex product line are being addressed. Investigation results concluded that the reported event was due to manufacturing processing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04365 / 04366).

Event description:
During a total knee arthroplasty the patella pegs were unable to be press fit into the pre-drilled holes. This occurred a second time and a third patella was used to complete the procedure.